Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 570:320:654:0000 was confirmed but not reproduced during evaluation. The cause of the reported condition was not identified as this is a stay-in device, and the device will not be repaired at this time. The user interface module software version of this pump is 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 570:320:654:0000. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.